Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for the 6947 model. Corrections: number of devices involved. Evaluation summary: (B)(4) a portion of the lead was received in segments, where it was discovered that the distal conductor was fractured and cut in different locations. The defibrillation conductor was distorted, and the distal conductor was stretched, which was suspected to be due to the explant procedure. There was blood in/on the defibrillation conductor, the outer overlay tubing, the helix mechanism and the sleevehead. The outer tubing was cut, melted, and had cosmetic depression. The tip seal was observed to be out of position. (B)(4) the full lead was returned and analyzed. Analysis found an outer insulation breached depression. It was noted there was blood/body fluid present in/on the proximal conductor and helix mechanism, and there was an outer insulation cosmetic depression.

Event description:
It was reported that the model 6947 rv (right ventricular) lead had an apparent conductor fracture, high impedance, oversensing, and inappropriate shocks were delivered. The lead was removed and replaced. The model 5076 atrial lead was electively removed and replaced at the time of the rv lead removal. It subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.